Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed low blood glucose and to calibrate the device. These alarms have been waking the customer at night. The customer stated that the sensor glucose and the blood glucose are usually off by 15 to 20 points. The customer declined to provide their blood glucose and declined to be transferred in order to speak with the help line. Nothing further was reported.